Event description:
It was reported that after implant, the right atrial (ra) lead experienced an increase in thresholds to a high threshold. The safety margin was reprogrammed. The next day the lead threshold decreased to a normal value. The lead remains implanted and in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.